Event description:
Interventional cardiologist inserted a nir-royal 25 - 4.0 mm stent into a saphenous vein by-pass graft to the diagonal artery. When the device was inflated, a leak was noticed. The balloon did not inflate properly and was unable to inflate beyond 4 atmospheres. The distal portion of the stent was only partially deployed. Upon attempting to remove the device, difficulty was encountered due to the partially deployed stent size. While trying to pull back on the catheter, the shaft separated leaving the partially deployed stent in the saphenous vein graft and part of the balloon in the aorta. Another interventional cardiologist was consulted and came to the cath lab. After multiple attempts, the first cardiologist was successful in retrieving the stent and the balloon remnant by using several retrieval devices as well as the internal filament of the stent catheter. Pt was stable throughout the event. The interventional cardiologist proceeded to perform a successful angioplasty on the pt. The pt subsequently transferred to progressive care unit in stable condition.